Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with a non-abbvie device. This record relates to left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: rupture: observed broken in posterior side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: black particles observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with a non-abbvie device. This record relates to left side.